Event description:
The pump was explanted due to infection. No other clinical info was reported. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.